Event description:
An analysis was performed on the returned lead portions and the reported abraded insulation was not verified. Note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The reported end of service and low battery with their generator were confirmed in the lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
It was initially reported by a company representative that a hospital contacted him indicating a vns patient underwent surgery to replace the generator due to end of service. The implanting site indicated the patient was not replaced with a new generator as the insulation of the leads was noted to be disintegrated. The surgeon had to cut the wires, remove the old generator and close the patient. The patient was not re-implanted with vns. Additional information was received from a nurse indicating the generator was confirmed to be at end of service as communication was not possible in (B)(6) 2011. The last known good diagnostics were from (B)(6) 2011 which indicated normal functioning of the vns. The explanted generator and part of the lead were returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Only a portion of the lead was returned for analysis, which did not reveal any anomalies. Device failure is suspected in the lead portion not returned for analysis, but did not cause or contribute to a death or serious injury.